Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was returned to olympus. During the inspection and testing, service observed that there was a deformation of the biopsy channel. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and 13 colony forming units of yeast were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A description on cyf-5 is in the instruction manual. Following this could have prevented the phenomenon from occuring: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.